Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. Device had missing end cap sticker, minor scratches on lcd window and broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer did not recall any significant events leading to the alarm. Blood glucose value was 165 mg/dl. Customer was advised to discontinue the use of the device and contact the doctor to get a backup plan. The insulin pump was replaced and returned for analysis.